Manufacturer narrative:
This follow up is submitted to correct the typo observed in the original report. The patient identifier should have been (B)(6), not (B)(6). This section has been corrected.

Manufacturer narrative:
Per the customer, calibration and qc were performing within established specifications prior to the event. A field service engineer (fse) was dispatched and replaced the glucose cup module assembly. Although hardware was replaced the root cause remains unknown for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining one (1) erroneously low glucose (glum) patient result of 142 mg/dl that was generated by the unicel dxc 800 pro synchron chemistry analyzer. The sample was rerun yielding a result of 177 mg/dl. Sample was then poured off into a nesting cup in a primary tube and two (2) more reruns produced two (2) results of 176 mg/dl. The reported result was 177 mg/dl. Patient treatment was not affected in regard to this event, as the customer runs glucose samples in duplicate mode and verifies prior to reporting the result.